Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a trend arrow issue. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. Pairing test with (B)(4) bluetooth was performed and passed. A review of the share logs was performed and no trend arrows on the device was found within the investigation window. The allegation was confirmed. The probable cause could not be determined.